Manufacturer narrative:
The manufacturer submitted this compliant previously as a product problem only. After further investigation it was determined, the allegation was related a si. In this report, box b and box h have been updated and corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having cancer. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The reported diagnosis of cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.